Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood residue in the o2 outlet port. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the o2 outlet port. Reason for return was visually confirmed by the blood residue in the o2 outlet port. Additional information b5. Medtronic received additional information that the amount of patient blood loss was not measured. No transfusion was required. D4.2 expiration date & h4. Device mfg date: this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of an mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, there was a clear leakage of blood into the gas phase after an o2 flush was performed. This problem occurred after an application time of less than 10 hours on the patient. The device was replaced. There were no patient complications reported.